Event description:
Patient # 1. Developed leakage around e-t tube; r.t. Staff found that e-t tube fluctuated with cuff inflated. Pt. Vomited and aspirated possibly due to cuff moving upward at tip of trachea. Tube changed.patient 2. Age 73 male critical prior to event - e-t tube appeared to move after insertation. Lung secretions suctioned dfrom mouth.patient 3. Age 71 male critical prior to event - e-t tube changed x 1 in e-r; three days after admission, staff unable to suction through tube despite repeated attempts. E-t tube changed next day. Cuff had 70cc of air in upon removaldevice labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, mechanical tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, invalid data. The device was destroyed/disposed of.